Event description:
The incident was reported as: the pt was on a conchatherm neptune heater via a trach collar. The pt pulled out the tracheostomy tube, and it was identified that the tracheostomy tube had a plug. The tracheostomy tube was replaced without incident. Then the pt went into cardiac arrest and dnr was in place, subsequently, the pt died.

Manufacturer narrative:
The device was requested for evaluation, but was not received at the time of this report. The customer reports that she feels the teleflex medical system worked as it was intended.